Manufacturer narrative:
The pump was programed with the correct time and date. The pump was monitored, and several boluses were programed, delivered and recorded in the bolus history file. No bolus anomalies or history anomalies were noted. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a bolus anomaly. The customer's blood glucose was 90 mg/dl at the time of incident. The customer stated that they found an 8.0 unit of insulin bolus that they did not programmed. The insulin pump will be replaced and will be returned for analysis.